Manufacturer narrative:
Date of event not provided by the complainant product name unknown; product unspecified. Product common name unknown; product unspecified. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product catalog number unknown, product unspecified. Ethicon prolift and ethicon tvt: (B)(6) 2006. The 510(k) unknown; product unspecified. (B)(4) product manufacture date unknown; lot number unknown.

Event description:
The patient was reportedly implanted with an ethicon prolift and ethicon tvt on (B)(6) 2006 at (B)(6). The patient was also reportedly implanted with a cook surgisis device on (B)(6) 2011 at (B)(6). The patient and her attorney have alleged that as a result of this/these product(s) being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.

Event description:
The patient was reportedly implanted with an ethicon prolift and ethicon tvt on (B)(6) 2006 at (B)(6) medical center by dr. (B)(6). The patient was also reportedly implanted with a cook surgisis device on (B)(6) 2011 at (B)(6) hospital by dr. (B)(6). The patient and her attorney have alleged that as a result of this/these product(s) being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.